Event description:
Mechanical ventilation initiated in may 2002. Four days later, twenty minutes after checked the ventilator, nurse noticed a buring smell and smoke coming from the ventilator tubing. The ventilator was shut off, unplugged and removed from service. Upon examination the inspiratory heated wire was melted at the connection to the splitter of the connection to the splitter of marquest stc3000 heater.